Event description:
Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized due to a pd catheter (not a (B)(6) product) infection, a gastrointestinal (gi) bleed, a right toe ulcer, as well as "toxic colitis." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).